Event description:
The customer reported having high blood glucose and found insulin inside the device at the bottom of the reservoir area. The customer noticed during the infusion set change. The blood glucose reading was 252 mg/dl. Troubleshooting was performed, and the self test passed. Reviewed the alarm history and found low reservoir alarms. The caller stated that the issue is not the reservoir, but it is with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no problem has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.